Manufacturer narrative:
The device evaluation as noted in section b5, found flooding of the main body, scratches on the main body (lens), scope mount corrosion, and corrosion of the free lock lever. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding of the main body, scratches on the main body (lens), scope mount corrosion and corrosion of the free lock lever. There was no patient involvement.